Event description:
The event is reported as: the trigger mechanism of the unit was catching during use. No pt injury reported.

Manufacturer narrative:
Eval, conclusions: a CAPA was assigned to perform a depth eval. A f/u report will be submitted if add'l info is received.